Event description:
A patient was treated with three, telescoped 6 mm minima stents covering a 32-mm-long stenosis in the rpa. Post-procedure x-rays showed that the proximal stent in the series was 5 mm more proximal towards the mpa than the initial implant position. A fourth stent was successfully placed to completely relieve the stenosis. No devices were returned for evaluation.

Manufacturer narrative:
The device and stent initially performed as anticipated. However, the underlying tissue condition and size of the vessel affected the outcome.